Event description:
During performance verification test (pvt), pump failed volume accuracy test with s308 and s318 errors.======================manufacturer response for general purpose IV pump, symbiq (per site reporter)======================test and investigation was not able to duplicate the complaint for "failed pvt at vol. Accuracy test with s308 & s318 errors" during testing, but confirmed in history logs. The device passed power on self test, run-in and pvt volume accuracy with delivery of 20.36ml on channel a and 20.78ml on channel b, both within range of 19 and 21 ml per tsm. However, multiple malfunctions s318, s308 and s321 on channel a were found in history logs. The potential root cause for malfunction s308 and s318 was due to corrupted software and s321 malfunction was due to defective pump motor on channel a. Manufacturer replaced the pump motor on channel a and re-downloaded the software.